Event description:
It was reported that the patient underwent a scoliosis correction surgical procedure at t3-iliac using competitor's wires at t3-12 and rods and screws at l1-iliac. Approximately 3 years post-op the patient underwent a revision surgery because the rod was causing a bump in the back after all the competitors wires broke. The surgeon cut the rod(s) and removed thoracic part. In addition, decubitus caused by the right iliac screw and connector was confirmed; so that, the screw and the connector were also removed. The surgeon commented that the patient might have infection and the implants did not have any problems. An additional revision surgery to extend the fixation is under consideration after the patient recovers from infection.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.